Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a distorted image. The issue occurred during a therapeutic transurethral lithotripsy (tul) surgery. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. However, corrosion was found on the electrical contact. The most probable cause of the identified failures is cause traced to component failure. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a distorted image. The issue occurred, during a therapeutic transurethral lithotripsy (tul) surgery. There were no reports of patient harm.